Event description:
It was reported that the pump repeatedly indicated the cassette was not attached properly and was reattached. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes, updated. One device was received for evaluation. Review of the event history log (ehl) showed a high alarm displayed: cassette not attached properly. No discrepancies related to the complaint were found during visual inspection. The customer reported issue was confirmed through the event log. During the functional testing, the issue was not duplicated. The probable cause of the reported problem was unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced the downstream occlusion (dso) sensor as a preventive maintenance. The device passed all functional tests after the repair.